Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During in-clinic follow-up, it was suspected that the right atrial (ra) lead had become dislodged. X-ray imaging was performed and confirmed that the ra lead was dislodged. The ra lead was explanted and replaced to resolve the event. The patient was stable.